Event description:
The consumer and dealer allege the house filled with smoke and the unit smelled like it was burning. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR.